Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02588. The patient received two 3246 model leads from the same lot number. It was reported the patient is not receiving effective stimulation therapy from his scs system. Reprogramming did not resolve the issue. Surgical intervention is planned for a later date to address the issue.